Event description:
It was reported that the patient had required medical assistance for hyperglycemia. The patient's blood glucose levels reached 365 mg/dl while wearing the pod for longer than 48 hours. The patient had gone to their clinic and the diabetes educator had applied a new pod as well as administered a manual shot of 6 units of insulin. The patient was at the clinic for 20-30 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.